Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures). The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and self test. Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. No relevant alarms or three consecutive critical handling alarms were found in the history files on or two weeks near the event date. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba1. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (faded and stained). In conclusion, customer concern for pump error 63 was not confirmed during testing or in the history files. Exposed to moisture confirmed on pcba1 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.